Event description:
The infusion pump was received at baxter's authorized service facility for an unk reason. During the routine service check out it was observed that the pump would allow air to pass through the air sensor without an alarm. The hospital was contracted & no additional info regarding the pump could be obtained. No clinical occurrence was reported.